Event description:
Pt confirmed they have 12 cassettes on hand of lot 4329615that are recall affected, and has 3 cassettes on hand that are not recall affected. Pt reports current infusion is running well, no side effects, no pump alarms. Advised pt to continue current infusion, and change with good cassette. Confirmed pharmacy is dispensing 4 new cassettes for delivery on (B)(6) 2022. In the past month, pt reports they felt like they were not getting enough med and felt light headedness a few times but eventually goes back to normal. Unknown if md aware. No further information, details or dates provided. IV remodulin pt. No other information provided. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when event occurred is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual cassette available for investigation? No. Did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? N/a. Reported to (B)(6) by: patient/caregiver.